Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft mesher plastic was jammed in set. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is being recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is in process of being returned for evaluation. Once the evaluation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that plastic jammed in set . The event took place during surgery. There was no harm to the patient. There was a 15 minute delay in procedure and an alternate device was not required. There was also a bent/damaged comb on the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the plastic jammed in set. The customer returned a skin graft mesher device, serial number this medwatch is being filed to relay additional information. The following sections were updated/corrected. For evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Five times as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that mesher was not working well and the screw in the handle now was stripped and the ball detent, roller, worn bushings, worn side plates, damaged comb, roller gear, sliding pin, ratchet gear, washers, spring pin, and shoulder bolts were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the comb was damaged. The ratchet was stuck on the roller and the side plates were damaged. The pretests could not be taken due to the damaged components. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ball detent, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the ratchet was stuck on the roller. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review it was noted that the ratchet was stuck on the roller. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.